Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI): (B)(4). Model number/catalog number: sc-1160. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: spectra wavewriter ipg kit. Unique identifier (UDI): (B)(4).

Event description:
It was reported that during a non-device related surgery, the physician accidentally cut the patients spinal cord stimulation (scs) lead and discovered high impedance on one percutaneous lead. It was reported that the patient experienced inadequate pain relief. The patient underwent spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. All explanted device components will not be returned as these were retained by the patient.